Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump was received for evaluation. Examination and testing of the returned component revealed no functional abnormalities. Because the available information did not provide any indication as to what factors may have contributed to the reported complaint and because no functional abnormalities were observed, quality cannot determine the cause of the reported event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient noticed deflation of cylinders with coitus.